Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a problem with the irrigation valve. The handpiece did not irrigate during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was not returned; therefore, no testing was performed and the reported event could not be confirmed. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).